Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a con. It was reported that the device was working, but was shocking them. The patient started exercising daily, including sit-ups, which led to the issues. They stopped doing sit-ups afterwards.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3037 serial# (B)(4) product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient was having trouble finding a good setting for their device because it wasn't working. They stated that they tried finding a new setting on their own; one that was comfortable and would work for them. Their patient programmer (pp) batteries were low so they changed them and successfully connected to the implant. They confirmed the stimulation was turned on and was on program 4 at 2.75 volts (v). They had tried every program, as well as increasing and decreasing the level of stimulation, and still did not have success. They were going to follow-up with a healthcare professional (hcp) to discuss the symptoms and potentially have a manufacturer representative (rep) reprogram their device. This issue occurred about six months prior to the report, confirming it was in 2016. They also felt a surprising, shocking sensation. They started doing sit-ups prior to feeling the shocking sensation. They also felt it while sitting in a chair. They discontinued performing sit-ups and the shocking went away. During the hcp appointment, they were also going to have their device checked. This also occurred about six months prior to the report, and they guessed it was in (B)(6) 2016. There were no further complications reported or anticipated.